Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue, but occlusion recurred. Multiple attempts were made to follow up with customer with no response. Customer's blood glucose was 200-300 mg/dl at time of event.